Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a surgical oncology procedure. The stapler was unable to fire both reloads. The surgeon was unable to squeeze the handle. To complete the case, they opened a new handle and reloads. No patient injury.

Event description:
According to the reporter: occurred during a surgical oncology procedure. The stapler was unable to fire both reloads. The surgeon was unable to squeeze the handle. No patient injury.